Manufacturer narrative:
The events of infection, seroma, and inadequate tissue ingrowth area physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri and concomitant tissue expander on (B)(6) 2014 supporting left side mastectomy reconstruction. Later, the patient presented with a seroma diagnosed on (B)(6) 2014. The seroma was aspirated at that time. The seri was later removed on (B)(6) 2014, along with the tissue expander, where it was all discovered that the seri was completely unincorporated. A diagnostic culture returned positive for growth of morganella morganii. The device was completely explanted and discarded.